Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implant of a 3.0 x 18 mm xience v stent in the proximal circumflex, a dissection was noted. The dissection was treated by implanting another drug eluting stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident. Dissection, as listed in the xience v ifc, is a known adverse event associated with stenting. Dissection is not necessarily an indication of a product quality issue. No device malfunction was reported. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG,further dilatation, placement of additional stents,...)." A conclusive root cause cannot be determined.